Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes have underfilled and exhibited tube push off, which has resulted in the backflow of blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluated photos do not show the indicated failure modes of underfill, tube push off, and backflow; the tubes appear to be unused. Additionally, a total of 100 retained samples were visually inspected with no issues identified. There is not a test available for backflow, but draw testing was completed. 10 retained samples were functionally tested for draw volume and all tubes tested within specification requirements. In addition; no tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill, tube push off, and backflow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes have underfilled and exhibited tube push off, which has resulted in the backflow of blood. No adverse impact was reported regarding the patient or user.